Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "the ceramic black part of the tip was damaged." The instrument was found with thermal damage on the molded insulator of the grip assembly. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Root cause is attributed to mishandling/misuse. Failure analysis found the primary failure of thermal damage to the molded insulator to be related to the customer reported complaint. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) has been issued and isi has requested to have the maryland bipolar forceps instrument be returned for evaluation. However, the instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the maryland bipolar forceps instrument (part #430010-52 / lot/serial #(B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps instrument was last used on (B)(6) 2022 via system serial (B)(4). There were 2 uses remaining after this last usage. A review of the procedure log showed the listed console surgeon performed this partial nephrectomy surgical procedure on (B)(6) 2022 via system serial (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that a fragment from the maryland bipolar forceps instrument possibly fell inside the patient during a da vinci assisted procedure. At this time, it is unknown what caused the issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that after a da vinci-assisted partial nephrectomy surgical procedure, the customer found the ceramic part at the tip of the maryland bipolar forceps instrument was damaged during processing. Reportedly, the instrument was used in the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer was unsure if the fragment fell inside of the patient¿s anatomy because the tip was found damaged after the procedure. It was unknown when the damage occurred. In addition, the customer confirmed that arcing was not observed and there was no sign of thermal damage. The instrument did not collide with any other instrument or tool during the procedure. The site does not plan to conduct testing on the patient in response as of this time. No further information provided. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested. However, the reporter was not able to provide that information.